Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 259 (mg/dl). Customer administered a bolus to treat their bg level. Although requested by tandem technical support, customer declined to perform troubleshooting for the pump. Recommendation was made to consult with their health care provider to discuss diabetes management.